Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and severely calcified superficial femoral artery. After a guide wire crossed the lesion, a 8.0mmx60mmx135cm (4f) sterling¿ balloon catheter was advanced for dilatation. However, during inflation at 12 atmospheres, the balloon ruptured. The device was simply and completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient¿s status was good.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a sterling balloon catheter. The balloon was loosely folded with blood in the inflation lumen and balloon. Microscopic examination of the balloon revealed a 12mm longitudinal tear starting 51mm from the proximal markerband. Review of the product specification indicates the rated burst pressure (rbp) of the complaint device. There is no indication the device was inflated over rbp. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and severely calcified superficial femoral artery. After a guide wire crossed the lesion, a 8.0mmx60mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, during inflation at 12 atmospheres, the balloon ruptured. The device was simply and completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient¿s status was good.